Event description:
It was reported that the patient has pain, swelling in leg and ankle and numbness. Patient also reported that his right hip feels like it is falling apart. He had a cat scan done but did not get the results as of (B)(6) 2014. Patient is scheduled for a revision surgery on (B)(6) 2014.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient has pain, swelling in leg and ankle and numbness. Patient also reported that his right hip feels like it is falling apart. He had a cat scan done but did not get the results as of (B)(6) 2014. Patient is scheduled for a revision surgery on (B)(6) 2014.

Manufacturer narrative:
An event regarding shell loosening and a proud stem involving an unknown citation stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was reviewed by a consulting clinician who concluded: based upon the information available for review no determination can be made for the cause of the apparent failure of biologic fixation of the acetabular component requiring revision seven-and-a-half years post-operatively. In this large male patient, his history of smoking and possible treatment for asthma and copd may have been contributory. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The exact root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.